Manufacturer narrative:
Device powered up properly after battery installation. Device passed the displacement test and self test. No unexpected pump error 23 alarm and no charge or battery last less than expected anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had power error detected alarm. Customer reported that they were able to clear and not able rewind the insulin pump. Insulin pump has low battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.